Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 1 millimeter (mm). A non-medtronic guidewire was used during the procedure. It was noted that the dislodged valve was retracted into the ascending aorta so that the valve would not cover the coronary arteries.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient with pronounced aortic valve calcification and bicuspid aortic valve anatomy, a pre-implant balloon dilation was performed using a 24x40 mm non-medtronic balloon while aortography was performed with pacing at 180 bpm. The balloon was not fully expanded due to the calcification, and poor dilation was noted. Due to the aortic valve calcification, the valve was positioned higher, which was noted to be typical for a bicuspid valve, and, with pacing at 120 bpm, the valve was released; however, an infold in the valve frame was observed. It was decided that removing the delivery catheter system increased the risk of valve dislodgement, and the left femoral artery was punctured using a 14 fr to introduce a 22x45 mm non-medtronic balloon into the left ventricle; during balloon expansion, the valve dislodged into the ascending aorta. After changing to a jr3.5 guide catheter, a snare was introduced and the valve was retracted into the ascending aorta. A second medtronic valve was urgently implanted, and due to poor dilation attributed to calcification, a post-implant balloon dilation was performed with a 22x45 mm non-medtronic balloon.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: evolutfx-29; product serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: na non-medtronic product ID: 22x45 mm true dilation balloon; product lot number: unknown; implant date: na; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.